Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had a CT scan on the same day it was noted that the device went into backup vvi. The device was restored, and inappropriate magnet response was noted by device pacing doo. The issue was resolved by turning off the magnet response. The patient was asymptomatic before, during, and after reprogramming.